Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, where the customer reported that the tubing, at the additive port of the safety syringe, ruptured causing leakage. There was unknown patient involvement but harm was not reported as a consequence of this event.